Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged rewind anomaly, drive/motor anomaly, and damaged battery cap found on (B)(6) 2021. Unit received with no battery cap, therefore cannot determine if battery cap is cracked/damaged. Unit received was properly tested using a test battery cap. Pump passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected motor anomaly nor drive/motor anomaly alarms noted during testing. Successfully downloaded history files and traces using thus. No confirmed drive/motor anomaly alarms in the pump downloaded history. No confirmed motor motion alarms in the pump downloaded history. The electronic assemblies and motor assemblies were inspected, and moisture damage was noted on the motor contact. Force sensor zero offset within specification (22.8mv). Motor was taken to the test bench where it rewound with no errors or alarms noted. The following were noted during visual inspection: pillowing keypad overlay and scratched case. In summary, pump passed required testing. Customer alleged for rewind anomaly was not confirmed. Customer alleged for drive/motor anomaly was not confirmed. Unable to verify battery cap damage due to missing original battery cap. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump rewind process takes longer. Customer stated that insulin pump was louder during rewind process. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.